Manufacturer narrative:
Other relevant device(s) are: pn: 9734686, ln: 1707252160. A manufacturer representative went to the site to test the navigation system. The surgeon touch monitor was replaced. The monitor was returned for analysis. It was found that the monitor had scratches in the center of the display but is otherwise functional. The touch function works well with no issues. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the touchscreen was no longer functioning. There was less than an hour delay to the procedure. There was no impact on the patient's outcome due to this event.